Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, the pt experienced pain, bladder spasms, continued urinary incontinence, erosion of bodily tissues and other injuries.